Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30250372l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring surgical intervention. During the procedure, possibly during the right atrium manipulation, a cardiac tamponade occurred. The ablation was not completed due to the patient required open heart surgery for drainage and cardiac suture. Cardiac tamponade resolved after repair. Patient was transferred to the intensive care unit (ICU) for recovery. Extended hospitalization was required for recovery of the minimally invasive procedure and thoracotomy. The patient¿s outcome is fully recovered with no residual effects and was discharged from the hospital. The physician made no reference that any biosense webster, inc. Products could have caused the adverse event. The physician¿s opinion on the cause of the adverse event is that it is patient condition related. There were no error messages observed on biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a merit medical 71 cm transseptal needle (distributed product). Ablation was not performed prior to noting the cardiac tamponade. There was no evidence of a steam pop. The flow was set at 2 ml/min for irrigation during the mapping phase. Only the pentaray nav high-density mapping eco catheter was used for anatomical mapping. The thermocool® smart touch® sf uni-directional navigation catheter remained loose in the left atrium without contact with the cardiac muscle. No ablation was performed. Based on the provided information this event will be conservatively reported under the pentaray nav high-density mapping eco catheter.